Manufacturer narrative:
2/10/1998-supplemental report #1 submitted to FDA.

Event description:
The device was used during a total gastrectomy procedure. Reportedly, the instrument was difficult to close. The surgeon manually sutured the application site to complete the procedure. The hospital has reported no pt injury occurred.